Manufacturer narrative:
D3/g1: tavor building 1, industrial park. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that there was a needle gas leak. An icerod cx 90 degree needle/vl was selected for use in a cryoablation procedure. During testing of the device, small bubbles were noted in the saline bath. The location of the leak on the needle was unable to be identified. The device was exchanged and the procedure was successfully completed using an alternate device. There were no patient complications as a result of this event.